Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was inspected and determined to have a bent tip. It was not implanted in the patient. No further information about this event was reported.

Manufacturer narrative:
(B)(4).